Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Office testing could reproduce the noise. The other sensing vectors failed the auto-setup. An x-ray was done, and it was found that the electrode had dislodged. The doctor elected to explant and replace the pulse generator and the electrode. There were no additional adverse patient effects.